Event description:
The customer reported an alarm and low bgs. Troubleshooting was performed. The pump tested ok. During the call the customer was hospitalized a week before the call for low bgs. It was stated that the dr did not know why customer's hgs were low. The basal rate was re-adjusted and still customer has low bgs. Advised the customer to revent to back up plan of manual injections.